Event description:
On (B)(6) 2009, the pt reports he was attempting to bolus 20 units but was getting an e4 occlusion error. Had him disconnect at the infusion site and prime the tubing. Insulin did emerge without any error messages. Pt stated he just changed his infusion site and infusion tubing. Requested he change the infusion site again. Pt pulled infusion set out of the infusion site and he stated that the infusion set was slightly bent. He stated his infusion site was bleeding quite a bit. Explained he may have hit a small blood vessel or capillary. Had pt insert a new infusion headset. Had him check the memory of his infusion pump. He had attempted 3 boluses and the history showed a total of 7.3 for the 3 boluses. He bolused 13.7 units for the empty cannula and remaining amount of the original 20 units he had intended. The full bolus delivered without any further error messages. No physiologic effect was reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the suspect product for evaluation.